Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 50 mg/dl, and the customer did not verify the meter bg reading at the time of the suspension. As a result of the basal suspension, customer's blood glucose (bg) level rose to 407 mg/dl and customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Customer was released from the ER later the same day with no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.